Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcenrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethncity: unk. Race: unk. This product is not marketed in the us (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -18.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault and significant reduction of irido-corneal angles. This exchange did not resolve the problem.

Manufacturer narrative:
H6- work order search: one additional similar complaint type event within associated lots was found. Investigation for claim# (B)(4) found no indication that manufacturing of the device contributed to the complaint issue. Claim# (B)(4).